Event description:
Same case as: 2134265-2008-03115. It was reported that following a coronary drug eluting stenting treatment procedure, vessel dissection and thrombosis occurred. An unk size taxus express2 drug eluting stent was deployed in the 80% stenosed lesion located in the mildly calcified, mildly tortuous distal right coronary artery (rca). An unk size taxus express2 drug eluting stent was deployed in the 80% stenosed lesion located in the non-calcified, non-tortuous proximal right coronary artery (rca). The stents were well apposed. Four hours post the initial intervention, the pt presented with chest pain. The distal stent had caused a dissection resulting in a thrombosis. The physician restented with a promus stent and the pt tolerated this well. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.